Event description:
In 2003, the pt complained about joint pain of right knee and visited a hospital. At the hospital, 6:50 pm, 14ml of joint fluid was drained by arthrocentesis. They received 2ml of 1% carbocain (mepivacaine hydrochloride) for regional anesthesia, and then they received 2.5ml of artz, 2ml of 1% carbocain and 2mg of "rinderon" (betamethasone sodium phosphate) into their right knee joint. During x-ray photos being taken at 7:00pm, exanthema appeared on their whole body. As they complained about dyspnea their doctor kept pt in a recumbent position immediately, and injected "solu-cortef" (hydrocortisone sodium succinate) 200mg through bypass and gave pt a drip of "solu-cortef" 200mg, attaching a monitor to pt 2-3 minutes later, their blood pressure recovered from 80mmhg to 110-120mmhg. An inhalation treatment with o2 at 3l/min was initiated because their spo2 decreased to 88%. Also they took "predonine" (prednisolone) 10mg and "ebastel" (ebastine) 1 tab. At 7:20 pm, under an inhalation treatment with o2 at 3l/min. Spo2 and blood pressure showed 93% and 140/66mmhg respectively. At 8:00 pm, under the inhalation treatment with o2 at 3l/min, spo2 and blood pressure showed 96% and 135/75mmhg respectively, and their dyspnea improved. At 8:45 pm, the inhalation treatment with o2 was discontinued. Under room air, spo2 and blood pressure showed 95% and 135/71mmhg respectively. At 9:00 pm, spo2, pulse rate and blood pressure showed 96%. 74/minutes and 118/59mmhg respectively. Their respiratory state was in good condition. At 9:15 pm, exanthema still existed of their whole body, but the doctor allowed them to go home because they improved from dyspnea. The following day, they recovered from exanthema.